Event description:
A site representative reported an open spine clamp that was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. 09/19/2014 a medtronic representative, following-up at the site, confirmed this event was not discovered during a procedure. RMA issued. Replacement open spine clamp shipped to site 09/19/2014. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.